Manufacturer narrative:
A steris service technician inspected the system 1 and found it was operating properly. A processing cycle was completed and the technician was unable to duplicate the reported event. User facility personnel also completed additional processing cycles subsequent to the reported event; the cycles completed successfully and the bis passed. The user facility reported to steris that the aspirator tubing may have been kinked during the cycle subject of the reported event. The equipment operator manual states pp (5-5), "ensure tubing is not kinked". A pinched or kinked aspirator probe will prevent the peracetic acid from aspirating properly into the processor during the exposure phase of a cycle. If the required concentration of paa is not achieved during the processing cycle, the bi will not pass at the end of its incubation period. Steris offered in-service to the user facility however, they declined as the system 1 has been removed from service.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported a biological indicator failure on a system 1 processing cycle; the scope was subsequently used in a patient procedure. The user facility confirmed they followed their internal procedures regarding patient notification and monitoring and that the patient was administered antibiotics as a precaution. No injuries, procedural delays or cancellations reported.